Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site. The patient stated the area was discolored (bluish), tender and warm to the touch. Consequently, the patient had his scs ipg removed. Reportedly, the ipg had eroded through the skin and was visible.